Manufacturer narrative:
The system was implanted on (B)(6) 2021. The devices have been sterilized and released according to all applicable procedures. Eno dr (sn:(B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 02-march-2021. Use before date: 02-march-2023. Sterilization lot: s0487 ¿ 3480. Vega r45 (sn:(B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 26-march-2020. Sterilization date : 21 april 2020 . Use before date: 26-march-2023. Sterilization lot: s0438-3364. Vega r52 (sn: (B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 22 june 2019. Sterilization date : 22 july 2019. Use before date: 22 june 2022. Sterilization lot: s0386-3252. It should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, a pocket infection was identified in a patient who had been implanted with an eno dr device (serial number: (B)(4)) on (B)(6) 2021. A re-intervention was performed on (B)(6) 2026. The entire pacing system was explanted and subsequently disposed of at the hospital.the physician commented that the pacemaker generator had become exposed.